Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to inspect the system. The cse reported a burning odor coming from the ups output plug and cord. The cse found that the power cord was melted. The issue was resolved by replacing the ups power cord. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center to report that sparks were observed at the uninterruptible power supply (ups) that is connected to the dimension exl system. There are no known reports of testing delays, patient intervention or adverse health consequences due to the ups sparks.